Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated data: section e - additional reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4, h6: part: 04.211.020s lot: 7l05246 manufacturing site: selzach supplier: früh ag release to warehouse date: 30 june 2020 expiry date: 01 june 2030 since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 04.211.020 lot number: 57p4376 manufacturing site: monument manufacturing location: monument manufacturing date: 22-may-2020 part number: 04.211.020, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 20mm lot number: 57p4367 (non-sterile) lot quantity: 229 production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.036.999, 2.8mm ti screw blank 20mm 02.7 variable angle w/sd8 lot number: 47p6135 lot quantity: 951 production order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Initial reporter facility name: (B)(6). The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the distal humeral and elbow fractures with the plate and screws. A va drill sleeve was used to drill from the support of the posterolateral plate. At that time, the drill sleeve came off a little, but it was drilled. Then, a va locking screw was inserted. The screw was not torqued and was idling without locking. The surgeon commented that the drill sleeve came off while drilling and he could not drill properly, and it caused this event. When visually checked, the screw tip came out of the bone, so the surgeon removed the screw, and a shorter 34 mm screw was inserted, but it would not lock. When the surgeon checked again, the tip of the screw was out of the bone. The surgeon drilled again and inserted 36 mm screw. The same event occurred, and a 20 mm screw was finally inserted. This 20 mm screw did not lock, but the incision was closed at the surgeon¿s discretion and the 20 mm screw remained. The surgery was completed successfully with thirty (30) minute delay. This report involves one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 20mm. This is report 5 of 6 for (B)(4).